Event description:
Clinical study. Same patient as MDR: 6000093-2007-00404. It was reported the 463 days after a coronary drug eluting stenting treatment procedure, the patient had a target vessel reintervention (tvr). The index procedure treated a 3.5x5mm, 90% stenosed, lesion identified in the saphenous vein graft (svg) to the first obtuse marginal branch (om1) with direct placement of a taxus express2 3.5x12mm drug eluting stent. Residual stenosis was 0%. The patient was discharged one day later on aspirin and plavix. Four hundred sixty three days later, the patient required a tvr for diffuse in-stent restenosis in the om1. Balloon angioplasty was performed in this target lesion. In the opinion of the physician, the relationship to the taxus stent was probable. The patient was discharged one day later.

Manufacturer narrative:
The stent remains in the patient and the delivery device has been disposed, therefore, no direct product analysis will be available. The shopfloor paperwork for this batch shows that the product met its specifications. As no device was received for analysis, it is not possible to determine the root cause of the difficulties experienced with this complaint incident.